Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the force bipolar (471405-06/k10210913-0063) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 via (B)(4). There were 0 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the clinical sales representative (csr) reported that one of the instruments broke inside the patient's abdominal wall. The customer was able to retrieve the components. The csr called in incident as soon as it was reported to him as well as advised the customer to keep all the components and not to discard. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was some snagging on the trocar and there were no fragments that fell into the patient. The instrument was inspected before the procedure with no issues noted. There was no collision with any other instruments. The wrist was not straightened prior to removal and there was no patient harm.